Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a procedure and the physician chose to replace the entire system. The physician did not suspect malfunction. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50, (B)(4) and (B)(4), description: scs 50cm iii lead the explanted devices were not returned to bsn for further evaluation as they were discarded by the medical facility.